Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cause could not be presumed and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: chapter 3 inspection before use. 3.2 inspecting the equipment¿s connectors. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: the procedure was completed using the same device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the during cleaning and disinfection of the ultrasound gastrovideoscope the endoscope reprocessor had damaged cleaning connectors. The cleaning tubes were in a condition where they could be attached. It was unclear whether the scopes that were cleaned in a damaged state, were used on patients. The issue occurred during reprocessing. There were no reports of patient harm.